Manufacturer narrative:
(B)(4). Device has not been returned to manufacture. H3 other text : product no returned to manufacturer.

Event description:
It was reported that implant internal hex stripped. During of surgery, it was found dense bone. Dentist used bone tap drills. Implant was being placed using the implant surgical motor at 70ncm. The internal hex of implant started to strip at 70ncm. Implant was retrieval by turning with a surgical forceps. Surgery was completed placing another implant. Tooth location #32.

Manufacturer narrative:
One t3® tapered implant was returned for inspection. A visual inspection revealed that the collar had signs of tool damaged, and the drive feature is confirmed to be damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The alleged complaint is confirmed. A singular cause cannot be determined.

Event description:
It was reported that implant internal hex stripped. During of surgery, it was found dense bone. Dentist used bone tap drills. Implant was being placed using the implant surgical motor at 70ncm. The internal hex of implant started to strip at 70ncm. Implant was retrieval by turning with a surgical forceps. Surgery was completed placing another implant. Tooth location #32